Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06261 . It was reported that the patient presented remotely. It was revealed that there was noise on both the right ventricular and right atrial leads, usually simultaneously. The pacemaker was reprogrammed to address the noise. The patient was not symptomatic to the noise and was in stable condition.